Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer was hospitalized for hypoglycemia while using the blood glucose device. The caller reported that a little before lunch time her son came over and administered insulin. The type of insulin and amount given was not provided. The customer could not recall if her blood glucose was taken at this time. At an unknown time, the patient began feeling weak and attempted to test on her mobile system and received an e-3 message. The customer did not take any action and sat down to catch her breathe. At an unknown time a neighbor found the customer unconscious on the kitchen floor. The customer was unresponsive and had been in a coma for several hours. The paramedic's were called. The type of treatment received and blood glucose results obtained by the paramedic's were not provided. The customer was transported to the hospital. The results from the hospital meter were also unknown. The caller reported that she does not recall what type of treatment was given to her in the hospital, but does recall what she describes as a big inflated bag that covered her whole body with hoses. The patient was hospitalized from (B)(6)2017. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.